Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to a component on the input/output printed circuit board (I/o pcb). The I/o pcb and rear case were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.